Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients with 4 years or less remaining battery longevity to have prompt generator replacement. Patient had ~2 years remaining battery longevity on [redacted] and felt to be symptomatic with safety mode. Pacemaker generator replaced [redacted].